Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product eval, and complaint trend analysis are in progress.

Event description:
It was reported to boston scientific corp a pt underwent a ureteral dilatation procedure in 2007. Upon deflation and removal of the device, the balloon detached from the catheter while inside the kidney. The catheter was removed and the balloon needed to be extracted from the kidney. The physician was able to remove the balloon successfully but with some difficulties. The case was aborted. According to the complainant, the pt is fine. Add'l details have been requested regarding this event.